Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress incontinence, pelvic pain and mesh extrusion. Furthermore, it was reported that the plaintiff died. The cause of death reported was small cell lung cancer.